Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in clinic for routine follow-up, non-sustained rv oversensing due to noise was noted on the rv lead. All parameters were in range. No intervention has been done as the lead remains implanted and will be monitored. The patient was in stable condition.